Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, resistance was felt during foot retraction. The foot was completely retracted. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence entered as (B)(6) 2014, as the procedure occurred within the last week. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.